Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer took a mammogram x-ray today and had the pump on. Customer stated that the pump was not acting any different and wants to make sure that it is ok. Customer was assisted with running a self test and test passed. Customer stated that she was off the pump for a few months because she was high and had to be hospitalized. Customer stated that her last blood glucose level was 34 mg/dl due to being off the pump and not being able to monitor her blood glucose very well. Customer was advised to call back for any further troubleshooting. No additional information provided.